Event description:
Product analysis was completed on the explanted generator. The device output signal was monitored for more than 24-hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The diagnostics were as expected for the programmed parameters and a comprehensive automated electrical test showed the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient's seizures had increased due to the vns battery depletion. The patient's neurologist had not seen the patient since the reported increase in seizures and therefore were unable to make an assessment on the cause of the increase in seizures. The neurologist indicated it was likely due to the low battery; however, the battery status at the time of the reported increase is unknown to date. The patient's generator was replaced prophylactically. The explanted generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.